Event description:
Upon receipt of the device, the user reported, the safety monitor did not stop the roller pumps when a pressure alarm occurred as expected. The device is being returned for investigation. Since the event occurred upon receipt of the device, there was no patient involvement during this event.

Manufacturer narrative:
Eval anticipated, but not yet begun.